Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump started vibrating and had a blank display. They tried using multiple brand new batteries but the issue was not resolved. The customer's blood glucose level was unknown. Troubleshooting was performed but the display did not return. The customer reported that the insulin pump had been exposed to moisture recently. They went swimming but only the bottom part of the insulin pump was exposed to the water. The customer heard fluid when shaking the insulin pump. There was fluid in the battery compartment. They do not see fluid under the display. The insulin pump had not been dropped. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected blank display noted during testing. Power connector properly connected. Insulin pump received with normal operating currents. Pump monitored for several days and no blank display noted. The battery tube connector plugged in properly during visual inspection. No delivery alarm during testing and n moisture damage found inside the pump. Insulin pump received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.